Event description:
It was reported that during a procedure, the attempted implant of this lead in the left bundle branch (lbb) was unsuccessful due to dislodgement and loss of capture (loc). This lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported at this time. No additional information was provided at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).